Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient received inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were made. The patient condition was stable.